Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Product code and lot number? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available for patient # 2 and #3? On what tissue was the suture used/location of suture placement? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent an ankle procedure on an unknown date over the past few months and barbed suture was used. The patient experienced wound breakdown. The patient healed up and then 6-8 weeks out from surgery little pustules or reactive lesions right along suture line occured. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?no. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure?yes. Was at least one reverse stitch performed prior to closure?yes. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Product code and lot number? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. No. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available for patient # 2 and #3? No. On what tissue was the suture used/location of suture placement? What tissue dehisced? Skin. Onset date/time of dehiscence? (# post op days) 6-8 weeks. How was the dehiscence managed? Antibiotics/local wound care/one scar revised in surgery. Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Pustules developed and reactive lesions along suture line with skin breakdown. Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Pa reported that one patient was a ¿picker¿ and the other had a rub spot on the wound from a shoe/boot. What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. No. It was also reported that the surgeon and pa reported that the problem has not persisted. Related medwatch reports: 2210968-2022-08456, 2210968-2022-08457, 2210968-2022-08458.